Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump is alarming battery out limit. His blood glucose was unknown. The took the pump off for surgery a few days ago and is now trying to set it up again. He said the battery went dead while he was off of the pump. The customer was advised that because the pump died, the time and date would need to be reset. He stated that he was not able to read the screen and he was asked if he needed glasses or a magnifying glass. The customer said that no one could help him and disconnected the line. Troubleshooting for the battery out limit alarm could not be performed. The pump will not be returning for analysis.